Event description:
It was reported that there was a malfunction resulting in insufficient o2 during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date after requests (B)(6) 2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the issue involved a display problem. There was no problem with insufficient ventilation. There was no reportable malfunction.